Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly , revision surgery was performed by cup loosening. During revision surgery, he tried to change the tl changeable neck and head, but he used the extractor as described in the manual. Actually ,the surgeon was not able to remove the neck from the stem. The surgeon believes that the neck-stem junction was cold welding. We return just the neck, cup, head and the stem. The parts are not consignment parts.